Event description:
Rptr had surgery for 3 perforated disks. The dr told her he was going to do a 3 level fusion, at which time he used pedicle screws. About 6 months after the pedicle screws were inserted rptr began to have severe joint pain and joint swelling. After the device was removed the container that the device was in had flakes of metal from the device.